Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the left femoral artery in a 77-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease and diabetes mellitus. Upon arrival to the unit, blood-tinged urine was noted. A bedside echocardiogram showed the impella in a suboptimal position. The physician reduced the p-level and administered fluids. The patient survived to explant. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying ami/cgs physiology, hemodynamic instability, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.